Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 (mg/dl). Reportedly, the customer's home health nurse believed that the customer's bg levels were due to the customer not eating their planned meals throughout the day. The customer's nurse assisted the customer in eating candy to treat their bg level. Subsequently, the customer's bg level elevated to 246 (mg/dl). The home nurse assisted the customer with delivering a correction bolus with the pump to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.